Event description:
Reporter indicated that vns pt experienced left-sided facial drooping that affected the left eyelid, causing problems with vision. Report incomplete due to the anonymous nature of the reported event; unable to follow up on web site posting due to lack of availability of contact info.